Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. Both of the enclosures were damaged. The arm labels were damaged. A drape clip was missing. A damaged battery was included. A functional evaluation was performed. The device failed the weight test. The hinge joint was stiff. The piston migration was at 1.8 inches. The reported complaint was confirmed and the root cause has been associated with a friction problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include leaving the device pressurized for an extended period of time or contaminate ingression into the joint. The evaluated failure of a failed weight test can be attributed to a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded these failures are repeat issues. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the joints of the "spider 2 tenet" were not working. Overtime, all the joints have been increasingly more difficult to manipulate in position. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.